Event description:
It was reported that at a recent interrogation the pacemaker was found to be in safety mode. The pacemaker was replaced on (B)(6) 2025, without any reported complications. The device is expected to be returned.